Manufacturer narrative:
Attempts have been made to obtain the product. The product has not been returned to masimo to allow an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted.

Event description:
It was reported that the spo2 reading dropped out when the patient was not moving. A blinking light was observed on the sensor site. No known impact or consequence to patient was reported.

Manufacturer narrative:
The returned sensor was evaluated. During inspection, the sensor passed visual analysis and software testing; however failed functional analysis due to broken green conductor at the detector solder joint assembly. A ¿sensor off patient" error message displayed; which would have prevented the unit from being able to engage in monitoring activities.